Event description:
It was reported that during the procedure to treat an 18-millimeter, heavily calcified, 90% stenosed lesion from the heavily tortuous, 3mm-diameter left main coronary artery to the proximal left circumflex coronary artery, a non-abbott guide wire was advanced past the left main, into the left anterior descending artery (lad). Another non-abbott guide wire was advanced into the circumflex artery. Intravascular ultrasound (ivus) was then performed. A 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced to the lesion with slight resistance; however, no force was applied. Using an indeflator, pre-dilatation was then performed via balloon inflation of trek rx bdc to 10 atmospheres (atm) held for 10 seconds; then 12 atm held for 15 seconds. During the third inflation to 14 atm, the trek rx balloon ruptured after 5 seconds. The trek rx bdc was withdrawn from the anatomy without resistance. As pre-dilatation was considered completed, and a 3.0x18mm xience v stent was implanted in the lesion, followed by post-dilatation using a 2.75x15 nc trek rx bdc. After performing ivus once more, the procedure was considered completed, yielding 25% stenosis of the lesion, post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo runthrough ns, guide catheter: heartrail 6f jl4.0, inflation: indeflator. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.